Manufacturer narrative:
(B)(4) 2005. Eval of complaint (B)(4). The sternum retractor was returned to kapp surgical on (B)(4) 2005. It was evaluated on (B)(4) 2005 by (B)(4) and (B)(4). The broken instrument mounting rod appears to have a stress fracture or crack. The crack appears to have been present for some time, beaus of the corrosion visible on the inside of the mounting rod. Over time with repeated heat sterilization cycles, the bar weakened and broke when placed under normal loading conditions. This is the first complaint of this kind we have ever received and kapp considered this to be an isolated event. In the 10 yrs this specific retractor has been in service, there are no records of it ever being presented for servicing or refurbishing by kapp surgical. It is common for retractors to be refurbished every year on average.

Event description:
During an operation, one of the dual mounting bars of the cosgrove retractor went snap and fell into the pt's thoracic cavity. The broken piece was immediately picked out of the thoracic cavity by the surgeon, and then the operation was fortunately carried through with no serious problems. This incident did not cause the pt any health hazards.